Event description:
Reportedly, after the instrument was fired, its jaws locked on tissue and would not release the tissue. Therefore, the surgeon had to use another instrument to cut off the tissue with the instrument attached to complete the case. Procedure: lobectomy. Pt status: no pt injury reported.